Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with a 2.5x15mm balloon. The taxus express2 2.75x28mm drug eluting stent was advanced to the target lesion and the stent was deployed at nominal pressure. When the physician deflated the balloon, they noticed that blood was coming back with the contrast. The delivery system was removed from the patient, and the physician inflated the balloon, outside the patient, and contrast leaked from the balloon. It was noted at that time, that the balloon was ruptured. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device was returned for analysis. Device analysis can confirm the complaint reported. Microscopic examination noted a longitudinal tear in the center of the balloon. Further examination measured this at approximately 1cm. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The root cause of the damage to the device can be attributed to handling.